Manufacturer narrative:
The uf 500 blood circuit was discarded by the facility and was not returned for failure analysis. Therefore, the root cause of the circuit crack could not be determined.

Event description:
It was reported that during therapy with the aquadex flexflow system, a component of the uf 500 blood circuit was cracked resulting in a blood leak. The facility reported that approximately an hour after therapy was initiated, a system alarm occured notifying the nursing staff of the blood leak. It was noted by the facility that the amount of blood loss was considered to be minimal. No additional patient intervention was required due to the event. The uf 500 blood circuit was replaced with a new circuit and therapy resumed without incident.